Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 5 seconds, the balloon ruptured vertically at the middle. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.